Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked at the twist clamp. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added in h3, h6 and h11. H11: the device was received for evaluation. A visual inspection was performed and a broken occluder leg was observed. Leak, clear passage, and clamp function testing were performed and an internal leak through a closed twist clamp was observed caused by broken occluder leg. An external leak was not observed. The cause of the broken occluder leg could not be determined, however, potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.